Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aneurysm. It was reported that the patient expired six hours after the surgery. The patient was never ex-tubated or awake after the surgery. The physician stated that the patient had a sudden cardiac arrest. An autopsy is planned to determine the cause of death.

Manufacturer narrative:
(B)(4).